Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that the needle hub was stuck inside the serter and when she removed the sensor, only part of the needle was present. The customer also reported receiving calibration error alerts. The customer's blood glucose level was unknown. The customer reported that the sensor cannula was no longer in the body. No further assistance was required, and nothing was replaced or returned.